Event description:
It was reported that their implantable neurostimulator (ins) was removed because it ¿wasn¿t doing its job¿. It was noted that after the ins was removed (within the ¿last 2 maybe 3 years¿) they started getting botox shots. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3889-28, lot# v621113, implanted: 2011 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).